Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographics not provided.

Event description:
The customer reported that they noticed an infusion leak between the nonbd connector and the tubing while infusing furosemide to a patient in the picu. They reported there was a minor affect on the patient due to the loss of medication. There was no harm.

Event description:
The customer reported that they noticed an infusion leak between the nonbd connector and the tubing while infusing furosemide to a patient in the picu. They reported there was a minor affect on the patient due to the loss of medication. There was no harm.

Manufacturer narrative:
The customer¿s report of an infusion leak between the nonbd connector (determined to be a microclave connector) was confirmed. Visual inspection showed no anomalies. Dimensional analysis of the female luer dimensions were within specification. During functional testing a slow leak was observed at the location of the connection between the suspect set¿s female luer and the male luer side of the microclave connector. Pressure testing confirmed the leak. The root cause of the leak has been identified during previous computer assisted engineering (cae) CT scans as being a gap due to poor fitment or slight lack of compatibility between the as syr psd microbore set model 10014914 female luer and the non-bd microclave connector.